Event description:
The complainant reported that the physician was performing a therapeutic procedure ercp on a female pt (age unk). The physician passed the device through the scope and into the pt's bile duct following cannulation. Significant resistance was encountered during the procedure. The stone was grasped in the device basket, and pressure was applied using manual force. A number of stones were successfully crushed. Pressure was continually applied and eventually the handle of the device snapped leaving the device difficult to use. It was noted by the clinician that the stone was extra large. The physician successfully completed this pt procedure using this same device. At no point did the basket tip pop off the device.